Event description:
Reportable based on device analysis completed on 10-mar-2022. It was reported that crossing difficulties were encountered. The patient presented with myocardial infarction <72 hours prior to the procedure. Vascular access was obtained via the femoral artery. The 85% stenosed, 2.50mm x 12mm, eccentric, de novo target lesion containing >= 90 degrees bend was located in the non-tortuous and non-calcified left anterior descending artery. Following pre-dilatation with a maverick balloon, a 3.00 x 38 synergy drug eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with stent struts on proximal stent region lifted from their crimped positions and pulled distally. The undamaged stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.